Manufacturer narrative:
Patient information was unavailable from the site. Onsite investigation was preformed and the site representative was unable to replicate the behavior. He unplugged and re-seated the cable and suspected that the reported event was caused by a broken screw mount on the back of the monitor. A replacement monitor was ordered. The affected monitor was not returned to manufacturer for analysis, therefore, no findings are possible.

Event description:
A medtronic representative reported that while in a cranial resection procedure, surgeon monitor would randomly turn black and the lemo connector had to be unplugged and reinserted to temporarily resolve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the monitor was the probably cause of the reported issue, however the site elected to not replace the monitor. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.